Event description:
While performing an angioplasty/stent the angioplasty balloon became stuck in the stent struts. During attempts to dislodge the balloon the catheter shaft elongated to the point where the catheter shaft broke detaching from the distal portion of the catheter leaving the balloon and wire in place in the coronary circulation. Attempts to remove with a microvacive snare but failed. The pt was sent to the or where the balloon and wire were removed.